Manufacturer narrative:
(B)(4) inspection and analysis of the unit was completed by a field service engineer. He found the charging controller pcb shorted out also taking out display. System was replaced and the unit reported was sent to engineering for investigation. Findings: black smoke residue around edge of base cover, base cover had dried droplets of bss residue near the base inductor. Power cable going to the bcc board was melted off the board and therefore not connected to the bcc pcba. Cable wiring was inspected and appeared to be wired correctly. All cables in the console base were inspected and all cable assembly was correct. Inspection of the burned pcba showed heat buildup around the relay k1 and tantalum capacitor.

Event description:
It was reported that when unit was powered up smoke started coming out of the console. Customer powered down the unit and the smoke stopped. Not pt injury was reported.